Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the catheter shaft was noted to be broken/fractured and had an atlas stent protruding from the distal tip. The condition of the catheter when received for analysis indicates that excessive force may have been used though this cannot be conclusively determined. The anatomy was noted to be a little tortuous. Therefore, an assignable cause of procedural factors will be assigned to this investigation.

Event description:
Based on review of the product investigation, it was found that the catheter shaft (subject device) was broken/fractured. There were no clinical consequences to the patient.